Event description:
It was reported the video system center image turned off during an examination. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6: (component code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (5) years, since the subject device was manufactured. Based on the results of the investigation, it was presumed, that the image disappeared, due to printed circuit board (dp) failure. Olympus will continue to monitor field performance for this device.